Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when shield is removed the hub separates from device with a relion® insulin syringe. The following information was provided by the initial reporter: (1 of 2 complaints) when shield is removed the needle hub separates.

Event description:
It was reported that when shield is removed the hub separates from device with a relion® insulin syringe. The following information was provided by the initial reporter: ((B)(4) of (B)(4) 2 complaints) when shield is removed the needle hub separates.

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-04-29 h.6. Investigation summary customer returned (80) 31gx6mm, 0.3ml insulin syringes from sealed polybags from lot 9252585. Consumer reported that needle shields are hard to remove. When shield is removed the needle hub separates. Out of the 80 returned syringes, 30 were selected, examined, then tested to determine the shield removal force (specs: shield removal force for 0.3 ml syringe after sterilization is 0.85 to 5.95lbs) and the following was observed: sample number shield removal force (lbs) sample 1 4.23 sample 2 4.15 sample 3 3.83 sample 4 3.71 sample 5 4.22 sample 6 3.13 sample 7 4.24 sample 8 4.34 sample 9 4.17 sample 10 2.83 sample 11 3.75 sample 12 3.30 sample 13 4.06 sample 14 3.97 sample 15 3.50 sample 16 3.76 sample 17 4.69 sample 18 3.39 sample 19 3.90 sample 20 4.40 sample 21 4.81 sample 22 3.96 sample 23 3.58 sample 24 3.66 sample 25 3.48 sample 26 4.18 sample 27 3.81 sample 28 2.99 sample 29 3.29 sample 30 4.57 all 30 tested syringes tested within specification. None of these (B)(4) 30 syringes exhibited needle hub/shield assembly separation. No evidence of manufacturing defect was observed, thus, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851630, 200851661] noted that did not pertain to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10.